Event description:
Related MFR # 2916596-2023-06852. It was reported that while walking the halls of the hospital on (B)(6) 2023 at 1540, a loud continuous alarm was heard from the controller. The patient's controller was silenced by the patient's mother. Their mother reported seeing the controller display a "driveline disconnect" message. The care provider noted no flow issues. A review of the alarm history on the system monitor revealed no alarm. The driveline connections were checked and no issue was found for either the controller or the modular cable. A review of the log file revealed no record of any driveline disconnect alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files did not confirm the report of a driveline disconnect alarm. A specific cause for the reported driveline disconnect could not be conclusively determined through this evaluation. The submitted system controller event log file contained events from 04sep2023 through 11sep2023. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until the patient was routinely transplanted. No product was returned for evaluation. The relevant sections of the device history records for mlp-034621 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.